Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a power-on-reset (por) message on their patient programmer. It was reported that there were no traumas/falls reported that could be related to the issue. However, it was reported that the patient was sick (which was unrelated to the patient¿s device or therapy) and that they had an ultrasound done last month. It was reported that the patient had not used their programmer since the ultrasound. It was also indicated that the last time the patient charged their device was about a month ago. Steps were reviewed with the patient on how to clear the por message. They were told to press the sync key, press any arrow on the navigation button, reset the time if desired and press the sync key again to complete the reset. It was reported that clearing the por button was successful and the patient was seeing the normal therapy screen. They turned their therapy back on and the patient indicated that they were receiving adequate therapy. It was reported that troubleshooting resolved the reported issue. There were no symptoms reported. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.